Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and reported that on (B)(6) 2014 patient experienced bleeding at insertion site. Patient claimed bleeding resulted in bruising and a mark at insertion site. No medical intervention was necessary.